Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("doubled up in pain without being able to stand up") and autoimmune thyroiditis ("thyroiditis of auto-immune origin") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("violent recurrent back pain"), urinary tract infection ("repeated urinary tract infections"), fatigue ("chronic fatigue"), dyspepsia ("digestion in bowels strongly altered"), pain ("discomfort while walking") and sciatica ("sciatica"). In 2013, the patient experienced depression ("depression"). In 2015, the patient experienced intervertebral disc protrusion ("double herniated disk"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), hypothyroidism ("strong hypothyroidism") and general physical health deterioration ("general health condition strongly deteriorated"). At the time of the report, the abdominal pain, autoimmune thyroiditis, hypothyroidism, back pain, urinary tract infection, general physical health deterioration, fatigue, dyspepsia, pain, sciatica and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for abdominal pain, autoimmune thyroiditis, back pain, depression, dyspepsia, fatigue, general physical health deterioration, hypothyroidism, intervertebral disc protrusion, pain, sciatica and urinary tract infection with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in 2015: tsh>40: strong hypothyroidism. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.